Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a manufacturer representative had the "ubuntu grub menu" pop up while installing the system. The representative installed the clinical application, rebooted the system, and it booted to the "ubuntu grub menu" before going to a blank screen with the blinking cursor. The representative tried both recommended fixes from technical services (ts) with no resolution. There was no patient present when this issue was identified. The representative reported that after installing the new solid-state drive (ssd) , the system showed that the licenses, operating system (os), and application were on the system but when they entered the application, it showed the admin desktop. The representative re-installed the application and os with no change. Ts suggested that the representative tried to uninstall and re-install everything. The representative clarified that they booted the system up before replacing the hard drive and could log into admin and the system showed that the software was on it but wouldn¿t open the applications. Ts suggested that it could be the license disc so they went to load the software. Ts suggested to uninstall and reinstall all the software, so the representative did and the applications were running as expected.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The ssd was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated. The ssd was booted over 10 times and did not display the (B)(4) grub menu. The system would login and proceed into the selected application. If information is provided in the future, a supplemental report will be issued.